Event description:
Reported by the complainant as follows... Client received her script order and advises that as soon as it came into the house she could smell latex. When the box was opened she says "latex was over everything inside." Her eyes and throat swelled and she had to go to hosp for treatment; her father was available to take her there immediately. When the boxes were opened (after treatment), she advises the pouches were packed in plastic bags - she is not aware of having received them like this previously.

Manufacturer narrative:
All products mentioned in this case are latex free. Convatec's investigation has confirmed that products were made within specification and excluded any possibility of latex glove use in the mfg, packaging, or dispatch of product. This remains a serious reaction, however, convatec is confident that there was no relationship with our product. Case is being reported to the FDA as a due diligence measure.